Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump had beep anomaly. The customer's blood glucose at the time of incident it was 440 mg/dl, current blood glucose is 112 mg/dl and treated it with insulin pump. The customer stated that insulin pump was beeping with no alarm on the screen. The self test was performed and insulin pump passed the test but customer heard beeps. The insulin pump will not be returned for analysis.